Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was being performed when the issue occurred and was completed by restarting the system. The philips remote service engineer (rse) inspected system remotely and confirmed that system's geometry movements stopped. The review of system log files showed multiple geometry related errors. Upon troubleshooting, the rse identified the issue with that 24v dc power supply. To resolve the issue, the rse provided part number, and the customer replaced the 24v power supply, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements stopped. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.